Event description:
It was reported that the implantable cardioverter defibrillator (ICD) had header/component failure. The patient tripped and fell down the stairs and underwent subsequent rotator cuff surgery. Following the incident, the ICD patient alert was toning and the impedance measurement was low on the right ventricular (rv) lead's pacing coil. Also, the impedance measurement was the same on the atrial lead. It was noted there were nonphysiologic high rate episodes presumably due to noise. The detection parameters on the rv lead were turned off to prevent inappropriate therapy to the patient. It was suspected that there was damage/malfunction of the device header. The device was removed and a new device was implanted. All device parameters were within normal limits. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4): the device was returned and analyzed. The low lead impedance condition was confirmed; however, the failure cleared during the analysis and was not able to be re-introduced.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4): the device was returned and analyzed. The low lead impedance condition was confirmed; however, the failure cleared during the analysis and was not able to be re-introduced. Performance data were also collected from the device and analyzed. It was noted there were three patient alerts for out of tolerance subthreshold lead impedance between (B)(6) 2012. The data file showed three alert events for right ventricular bipolar lead impedance of 76 ohms between (B)(6) 2010 and (B)(6) 2012. There was one patient alert for out of tolerance subthreshold lead impedance on (B)(6) 2012. The data file showed one alert event for atrial bipolar impedance of 76 ohms on (B)(6) 2012. There were five lead failure predictor high rate nonsustained episodes less than or equal to 130 ms on average ventricular cycle on (B)(6) 2012. The ventricular short interval count was 20041 counts in 0.67 days between (B)(6) 2012. There was one patient alert for the lead failure predictor on (B)(6) 2012.